Event description:
They received a fiber memory crc prior to treatment. They pulled a second fiber and the tip was broken. They completed the case with a third fiber. No pt consequence was reported. Two fibers to be returned.